Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device not available for analysis.this report is filed (B)(4), 2013. (B)(4): device not available for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was received for analysis on october 16, 2013; it is not unavailable as previously reported. This report is filed march 4, 2014.